Manufacturer narrative:
Additional product code: qon. Additional premarket/510k: p190006.

Event description:
It was reported that the patient has discomfort in her right buttocks, extending to her right thigh. The patient cannot sleep on their right side and feels discomfort when walking. The patient has not experienced any falls or engaged in heavy activity that could have caused the pain. Stimulation was turned off, and the patient has not reached out to the physician who is located in illinois, as the patient resides in florida. The patient has not yet contacted their physician. The patient was prescribed an anti-inflammatory medication. There were no additional patient complications.